Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had uncomfortable stimulation at the stomach and implantable neurostimulator site. This was reported as a gradual change in therapy. The patient keeps the stimulation low because the stimulation sensation "drives her crazy" at times when she can feel it across her stomach since implant (B)(6) 2011. The patient reported that it feels like the implantable neurostimulator is sinking deeper into her body since 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.